Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during an unknown fill. There was fluid discovered in the pump module area and on the external cassette. A new cycler was issued to the patient. In a follow up, the reporter verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. Technical services issued the patient a new cycler and it was received and is working well. The cycler is available to return as a sample.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Vacuum test failed. Vacuum display value reads 425 mbar indicating fluid is present in hp filters. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp3 filter is a related failure to the m31 air detected in cassette warning alarm. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during an unknown fill. There was fluid discovered in the pump module area and on the external cassette. A new cycler was issued to the patient. In a follow up, the reporter verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. Technical services issued the patient a new cycler and it was received and is working well. The cycler is available to return as a sample.